Manufacturer narrative:
(B)(4). The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed biorad lyphocheck controls out of range high when architect c-peptide reagent lot 01411b000 was in use, although, the customer did not observe shift in patient results. The customer cleaned the probe and recalibrated the c-peptide assay which did not resolve the issue. There was no impact to patient results.